Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The on/off switch was reset to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. UDI: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718. The distributor performed a checkout of the equipment and confirmed the reported complaint. The on/off switch was reset to resolve the issue.

Event description:
It was reported that there was a malfunction during pre-use checkout resulting in an intermittent connection on the on/off switch that could result in the loss of mechanical ventilation. There was no patient involvement.